Event description:
On (B)(6) 2008, the patient underwent endovascular repair of a distal aortic arch aneurysm using a gore® tag® thoracic endoprosthesis (tg4020/06141574). Prior to deployment of the endoprosthesis, a right common carotid-left common carotid-left subclavian artery bypass was prepared to maintain blood flow to the branch vessels of the aortic arch. The endoprosthesis was successfully implanted just distal to the brachiocephalic artery. Final angiography was run, revealing a proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2008, the patient was discharged from the hospital. On (B)(6) 2008, in one-month follow-up study, the proximal type I endoleak remained and the aneurysm size was 70mm. Later in three more follow-up studies conducted, the proximal type I endoleak was still present and the aneurysm size was 71mm. On (B)(6) 2011, in three-year follow-up study, aneurysm size had increased to 81mm with the persistent proximal type I endoleak. On (B)(6) 2011, a reintervention was performed whereby a non-gore manufactured endoprosthesis was implanted to treat the persistent proximal type I endoleak. On (B)(6) 2011, the patient admitted to the hospital with aneurysm rupture. A reintervention was emergently performed, but the patient expired later on the same day. No further information was available.